Manufacturer narrative:
H10: multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01404, 1038671-2026-00295. The revision reported was likely the result of prosthesis wear and insufficient bonds between the implants and the bones which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Report #3 of 3 for this event. It was reported a patient underwent a right total knee arthroplasty. Subsequently, twelve (12) years, four (4) months later, the patient experienced pain, mechanical loosening and osteolysis. As a result, the patient underwent a right knee revision procedure. A revision operative report was provided. Intraoperatively, the surgeon observed a significantly loose femoral component and a moderately loose tibial component. The patient was revised to another manufacturer's construct. The patient was awoken from anesthesia and taken to the pacu in stable condition. No additional information is available.